Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no.: 383532 batch no.: 9144840. Per complaint: the nexiva catheter was being used to insert IV when it was time to take our the medal portion of the device it was difficult to remove.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no.: 383532, batch no.: 9144840. Per complaint: the nexiva catheter was being used to insert IV when it was time to take our the medal portion of the device it was difficult to remove.